Manufacturer narrative:
Additional information: d9, h3 reynosa received 1 ea. Complaint product sample. The complaint product sample was received in two different packages. The 1st part of the sample was received on (B)(6) 2025 and 2nd part of the sample was received on (B)(6) 2025. Both of the samples were from the product 050-87216, lot number 25ar08053 and were received open without its original package. The complaint product samples were disinfected. During the disinfection and preparation for analysis on sample 1, no malfunction could be observed as only the cassette was received with the lines cut. The cassette was clamped to verify its integrity and discard any leak. No leak or damage was found in the cassette. During the disinfection and preparation for analysis on sample 2, no malfunction could be observed as only the lines were received; these lines are part of the cassette previously received. The lines were clamped to discard any leak. No leak or damage was found on the lines. The complaint product sample was visually inspected. During the inspection on sample 1 it could be observed that the set had all the lines cut. No damage was found on the cassette hard plastic, cassette film, or lines. In addition, it could be observed that sample 2 were the cut lines from sample 1. No damage was found on the lines, connectors or clamps. After further inspection, no problems were found. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that it does not exceed the number to trigger (10) a quality event (qe). The failure mode identified is ¿unknown¿ since no problems could be detected during sample analysis.

Event description:
A peritoneal dialysis (pd) patient contact, reported to fresenius technical service support on 06/15/2025 to report that during last night¿s treatment (B)(6) 2025) the patient was encountering the notice: draining slowly message several times during drain 1. The patient then discovered the cycler had fluid leaking from the heater bag (hb) and the patient was connected during the incident. The fluid came in contact with the cycler, and per patient¿s contact the cycler had fluid all on the top, sides, back of the machine, and on the floor. Upon follow-up conducted on (B)(6) 2025 the patient contact stated that on (B)(6) 2025 they had received this replacement cycler but upon removing the cycler out of the box there was a small metal plate that appeared to be loose at the bottom of the cycler. Per contact they contacted the technical support to report on the issue and was advised to continued using the cycler and that a second replacement will be issue. Per contact they went ahead and started to set up the cycler for treatment that day. The patient contact stated that there were no issues during the set-up and no external leaks observed from the 1.5% 5l solution bag or cycler set since the machine did all the necessary checks with no problem noted. Per contact the cycler had alarmed with draining issues which they were able to bypass, and patient was on fill 1. The contact stated that the patient was still in fill 1 for about three (3) hours, that¿s when they went to check and discovered that there was fluid all over the floor. Per contact they cancelled treatment at that point and discovered that there was fluid underneath the cycler, sides and back of the machine. Per contact there was some fluid on top of the solution bag as well. The patient contact stated that they did not know what caused the leak and confirmed that there were no known delivery issues or damage to the delivery box that the supplies were delivered in. It was unknown if there were any holes. The patient contact stated that the 5l fresenius solution bag was fine no leaks were observed originating from it prior or during the event. Per contact there was no fluid inside the cycler; however, the cycler set tubbing was wet on the outside. Hence, why do they believe the issue was with the cycler set and not the solution bag itself. However, per contact they can¿t confirm with certainty where exactly the leak was coming from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete treatment on the day of the reported event. The contact stated that the patient has a clinic visit later on today to be evaluated for the draining issue, since the patient might have some fibrin, which is most likely causing drainage issues. The supplies samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact, reported to fresenius technical service support on (B)(6) 2025 to report that during last night¿s treatment (B)(6) 2025) the patient was encountering the notice: draining slowly message several times during drain 1. The patient then discovered the cycler had fluid leaking from the heater bag (hb) and the patient was connected during the incident. The fluid came in contact with the cycler, and per patient¿s contact the cycler had fluid all on the top, sides, back of the machine, and on the floor. Upon follow-up conducted on (B)(6) 2025 the patient contact stated that on (B)(6) 2025 they had received this replacement cycler but upon removing the cycler out of the box there was a small metal plate that appeared to be loose at the bottom of the cycler. Per contact they contacted the technical support to report on the issue and was advised to continued using the cycler and that a second replacement will be issue. Per contact they went ahead and started to set up the cycler for treatment that day. The patient contact stated that there were no issues during the set-up and no external leaks observed from the 1.5% 5l solution bag or cycler set since the machine did all the necessary checks with no problem noted. Per contact the cycler had alarmed with draining issues which they were able to bypass, and patient was on fill 1. The contact stated that the patient was still in fill 1 for about three (3) hours, that¿s when they went to check and discovered that there was fluid all over the floor. Per contact they cancelled treatment at that point and discovered that there was fluid underneath the cycler, sides and back of the machine. Per contact there was some fluid on top of the solution bag as well. The patient contact stated that they did not know what caused the leak and confirmed that there were no known delivery issues or damage to the delivery box that the supplies were delivered in. It was unknown if there were any holes. The patient contact stated that the 5l fresenius solution bag was fine no leaks were observed originating from it prior or during the event. Per contact there was no fluid inside the cycler; however, the cycler set tubbing was wet on the outside. Hence, why do they believe the issue was with the cycler set and not the solution bag itself. However, per contact they can¿t confirm with certainty where exactly the leak was coming from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete treatment on the day of the reported event. The contact stated that the patient has a clinic visit later on today to be evaluated for the draining issue, since the patient might have some fibrin, which is most likely causing drainage issues. The supplies samples are available to be returned to the manufacturer for physical evaluation.